Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump is delivering inaccurately and the endocrinologist has lost confidence in the pump. Reporter states that endocrinologist tested the bolus amounts and bolused 5units multiple times. Each time the physician stated that instead of 5 units coming out into the measured syringe it showed only 1.9u or 2units. Patient is hospitalized with diabetic ketoacidosis: blood glucose as high as 760mg/dl. Large ketones, nausea, vomiting lethargy drowsiness. This complaint is being reported as the patient has experienced diabetic ketoacidosis related to the alleged inaccurate delivery.